Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified a transistor and battery latch had sustained damage attributed to the device experiencing a drop or significant impact.

Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. They reported this did not occur during patient use.